Event description:
It was reported that the patient underwent a spinal surgical procedure. It was reported that plaque came out of the ucss drill during surgery. The surgical time was extended for less than 15mins due to the incident. No patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.